Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was admitted to the hospital due to acute decompensated heart failure which was treated with intra-venous lasix. It was also reported the heart failure sensor readings showed no anomalies in the patient's pulmonary arterial pressure which per the physician contributed to a delay in treatment, ultimately resulting in the patient's hospitalization. The sensor has since been recalibrated (standard troubleshooting) and displays accurate readings. No additional information is available at this time.

Manufacturer narrative:
Initial reporter information was listed incorrectly on the initial report. Information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient was discharged from the hospital on monday, (B)(6) 2015 and has not been readmitted.